Manufacturer narrative:
(B)(4). The reported header anomaly was not confirmed in the laboratory. The device was tested on the bench and leads were inserted and secured successfully. The lead tips were visible in the headers. (B)(4).

Event description:
It was reported that during the procedure, the head of the connector was noted discolored. The device was not used and a new ICD was implanted. The patient is fine.